Manufacturer narrative:
It was reported that the patient had tibial implant loosening. The patient was revised to an off the shelf implant. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient had tibial implant loosening. The patient was revised to an off the shelf implant.